Event description:
The customer reported that the system displayed a "cine disk not available" error upon boot up resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The cine bridge was replaced. The system was then found to be operating as intended.